Event description:
(B)(6) customer received result of 5.8mmol/l on her contour link meter. She felt her result should be lower and went to the hospital. Her blood glucose was then tested as 2.0mmol/l and she was treated for hypoglycemia. Customer was advised to return the test strips. A replacement meter and test strips were sent.